Event description:
It was reported during a routine follow-up, the device was unable to be interrogated. No patient symptoms were reported and no further information was available.

Manufacturer narrative:
(B)(4).